Event description:
It was reported that foreign matter was found within the bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter, translated from french: presence of a white mark between the first and second graduation.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 06-jun-2022. H6: investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, the white dot as described was observed. Further evaluation identified this is an empty space embedded within the syringe barrel due to a lack of compaction during the molding process. A device history review was performed for reported lot 2201051, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Molding parameters were reviewed and verified equipment was operating under specified limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined this incident occurred during the molding process due to an incomplete filling of polypropylene in the mold.

Event description:
It was reported that foreign matter was found within the bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter, translated from french: presence of a white mark between the first and second graduation.